Event description:
It was reported that a patient experienced pain at the implantable neurostimulator site and an intermittent ¿zapping¿ sensation at the implantable neurostimulator site that lasted a couple seconds and did not follow a specific trend or body position. The patient reported primarily using group b programming and lowering intensities without improvement, and also switching to group a and group c without improvement. An impedance check and telemetry report review identified electrode 6 with a high impedance of 40,000 and indicated electrodes 5, 6, and 7 were out of range. Reprogramming was performed to avoid using electrodes 5, 6, and 7, and new groups a, b, and c were provided for the patient to trial. The patient was alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.